Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device was received with cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had an error alarm during the prime/fill process. It was stated that the alarm could not be cleared. No further information was provided.